Event description:
Lap chole - "dr (B)(6) reports that jaws shot off into patient. Retrieved and opened new item."

Manufacturer narrative:
The incident device is anticipated to be returned. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.